Manufacturer narrative:
The endowrist stapler 45 instrument was returned and evaluated with the reload installed. Failure analysis investigation found the instrument's drive couplings at the back end of the housing to be switched. As a result, the manual unclamp tool (mut) was not able to unclamp the instrument jaws per the customer reported complaint. Review of the da vinci system log showed incomplete clamp errors recorded in the logs prior to the unclamp error reported by the customer. The reload showed evidence of partially fired staples, likely due to the user manually firing by using the mut on the fire coupling. The customer reported complaint does not in itself constitute a MDR reportable event; however; the switched drive couplings if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci sigmoid colectomy surgical procedure, the endowrist stapler 45 instrument displayed a 32073 system error message stating the stapler unclamp failed. The site was unable to open the jaws of the endowrist stapler 45 instrument, they attempted to use the manual unclamp tool (mut) to manually open the jaws however the jaws would not open. The initial reporter stated that the endowrist stapler 45 instrument with the reload installed was fired outside of the patient when the jaws became stuck. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.